Event description:
The customer was hospitalized for high blood glucose and dka. It was reported that the pump had skipping screens and the settings could not be verified. The customer stated that few days before the event he had a "no delivery" alarm and the cannula was bent. Suggested customer to take a manual injection as per md protocol.